Event description:
Customer's wife called in and reported a hospitalization due to low blood glucose. Blood glucose reading at the time of admission was 35 mg/dl. Customer has numerous health issues that affects his blood glucose; congestive heart failture, atrial fibrillation and continuous positive airway pressure. Customer confirmed that the cause for low blood glucose levels are due to other health issues. Customer also stated that there are no issues with the insulin pump. Customer stated that his nose piece was leaking and the doctor thinks that may have partially responsible for the low blood glucose. Customer also stated he may have given himself too much insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.